Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient was having symptoms of palpitations and went to the ER. We have placed there a programmer with remote technical services capability and a ER technician interrogated the device and somehow turned off ICD therapy. They did not end the session properly for the transmission to transmit to our support_USA website, nor did they page us regarding the interpretation of the report. The patient was discharged home same day. The next morning the clinic alerted us that the patients ICD therapy was off, due to a red alert, and we brought the patient in, turned the ICD back on and there were no adverse events for the patient.